Manufacturer narrative:
The device was evaluated by the biomedical engineer at the facility who determiend that there was no malfunction of the bed. It was used with an incompatible nurse call system.

Event description:
It was reported that a pt was trying to move in the bed and lost her balance and slid onto the floor. Allegedly, the nurse call alarm did not work. The bed was checked by the biomedical engineer and found that it was not connected to the hill-rom nurse call system as the communication cable was not compatible with the hill-rom nurse call system. When tested, the bed and the nurse call system were operating according to specs, but were not connected to each other. No injury to the pt was reported. It was reported that this bed should not have been used on that hosp floor as it was incompatible with the nurse call system.